Event description:
It was reported that this right atrial (ra) lead and right ventricular (rv) lead dislodged. Surgical intervention was undertaken. The leads were explanted and replaced. No additional adverse patient effects were reported. The product was retained by the hospital; however, the return of the product has been requested. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.